Event description:
Additional information was received from a company representative (rep) indicated the patient¿s weight at the time of the event was unknown. It was believed the stop therapy button was pushed accidentally and the pump was put into ¿therapy stop¿ mode.

Manufacturer narrative:
Analysis of the pump found no anomaly. Eval conclusion code: ¿ is being updated for this event. Eval result code: no longer applies. Device codes have been updated/corrected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: it was believed the stop therapy button was pushed accidentally and the pump was not put into ¿therapy stop¿ mode. On (B)(6) 2017, additional information was received from a physician. Concomitant products were not reported. It was reported the patient¿s treatment included compounded baclofen 500 mcg/ml at 771 mcg/day and dilaudid 125 mcg/ml at 38.5 mcg/day in simple continuous mode. On an unreported date, the patient experienced increased pain, dystonia while the pump was at the elective replacement indictor (eri) for 11 months (with early battery failure). On (B)(6) 2017, she presented to the hospital and was diagnosed with end of battery life for the pump. On (B)(6) 2017, the pump was replaced. As of (B)(6) 2017, the baclofen was being continued and the patient had improved analgesia after the pump replacement. No further complications were reported/anticipated or expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2500mcg/ml at 775mcg/day and dilaudid 125mcg/ml at 38.79mcg/day via an implantable pump. The indications for use were intractable spasticity and other spasticity. The patient had noticed a decrease in efficacy for the past 6 months even with titration. The pump was being replaced today (B)(6) 2017. It was also noted that the reporter stated seeing a message about ¿therapy stop¿ and pump being set to minimum rate mode. No further patient complications have been reported as a result of this event. Additions information was received from a manufacturer's representative on (B)(6) 2017. The pump was returned to the manufacturer for analysis. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was reported that the patient recovered without sequela. There were no dye or rotor studies performed. The post-operative logs show that the replacement pump was programmed to infuse baclofen 2500mcg/ml at 698 mcg/day and dilaudid 125mcg/ml at 34.94 mcg/day. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.